Manufacturer narrative:
Citation: zahn r et al. Severe aortic regurgitation after percutaneous transcatheter aortic valve implantation: on the importance to clarify the underlying pathophysiology. Clin res cardiol (2010) 99:193¿197 date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a (B)(6) male patient with recurrent heart failure due to severe aortic stenosis underwent transcatheter aortic valve implantation (tavi) with a medtronic 29-mm corevalve (serial number not provided). Immediately after valve implantation angiography demonstrated a moderate to severe aortic insufficiency. Under the assumption of a paravalvular leakage, a balloon valvuloplasty was attempted but a rupture of the balloon occurred which may possibly have damaged the valve leaflets. In the following days the patient had continued heart failure with severe aortic insufficiency. A transesophageal echocardiogram revealed a small paravalvular and large valvular leakage, which was suspected to be due to poor leaflet movement/coaptation of the implanted valve. In a second tavi procedure, a valve-in-valve implantation of a new 29-mm corevalve was successfully performed resulting in small paravalvular aortic insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.